Event description:
A customer contacted beckman coulter inc. (Bci) to report a control recovery problem (out of limits, high) for the plt parameter on the normal, 4 c-plus cell control. During the call the customer stated the normal control was removed out of the box and the cap popped off the vial spilling half of the content. The spill was cleaned with bleach and absorbent pad. The customer was wearing personal protective equipment. No exposure to open lesion or mucus membranes was reported and medical treatment/attention was not sought.

Manufacturer narrative:
Service history review of (B)(4) 2010 did not show any incidences of calls made in regards to control cap popping off and/or control leak. The customer declined replacement control and did not have another set of controls to verify the normal controls. A clear root cause for the leak is unknown.